Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.113, lot: l178548, manufacturing site: hägendorf, release to warehouse date: december 01, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the aiming arm was returned in assembled condition; the connecting screw and the locking insert are in place. The connecting screw is in a very poor condition, there are very strong marks of an tool at the head and as well at the shaft. Afterwards, it cannot be defined if these damages occurred during use or the removal attempt. The m8 thread of the screw is in a good condition with no visible damage that could contribute to the complaint condition. The aiming arm is otherwise in a good condition, with normal wear marks, like light scratches and discolorations. Functional testing: the functional test has shown that it is indeed impossible to remove the connecting screw from the aiming arm. There is no absolutely feedback from the thread in the aiming arm, it looks like the m8 thread in the peek body of the aiming arm is totally crushed. Dimensional inspection: the relevant dimensions cannot be verified anymore as the connection screw cannot be removed, visually it looks like the thread flanks of the m8 thread in the peek body are totally flattened. Document/specification review: the disassembling assembling instruction (dai) was reviewed. Based on the instruction, the connecting screw and the locking insert can be removed from the aiming arm body. Investigation conclusion: the complaint is confirmed as it is not possible to remove the connecting screw as complained. The age of the device and the used condition indicates that the aiming arm was used many times without any issues before the thread in the body did get damaged. This speaks against a manufacturing related issue. Based on the provided information, we are not able to determine the exact cause of this occurrence. We can only assume that either cross threading or any residues between the threads did lead to the damage of the thread in the aiming arm. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that aiming arm for static and dynamic distal locking was damaged during an unknown procedure. Surgeon was unable to remove (unscrew) the locking screw from the aiming arm. This screw jammed inside. There was no surgical delay reported. It was unknown if the surgery was completed successfully. There was no patient consequence. This complaint involves one (1) device. This report is for (1) percutaneous radiolucent insertion handle this is report 1 of 1 (B)(4).